Manufacturer narrative:
A getinge field service engineer (fse) was dispatched and reported the iabp was called in for a gas loss alarm. The fse reviewed the fault log and found multiple instances of the gas loss alarm. The fse performed full functional and safety checks and could not duplicate the issue. The fse suspected the issue was with a faulty patient circuit. The iabp passed all functional and safety checks per factory specifications and was returned to the customer, cleared for clinical use.

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. It was later reported to the getinge field service engineer (fse) that this event was related to a gas loss alarm that was triggered while the iabp was in use on a patient. No adverse event has been reported.

Manufacturer narrative:
Corrected fields :( corrected patient code).

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. It was later reported to the getinge field service engineer (fse) that this event was related to a gas loss alarm that was triggered while the iabp was in use on a patient. No adverse event has been reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The biomed as requested a purchase order (po) for this iabp from the hospital. Once the po is provided the biomed will request service from getinge. Additional information has been requested, however, at this time no further details have been provided. If additional information is provided in the future a supplemental report will be submitted.

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. No patient was involved and no adverse event has been reported.